Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, service history review, alarm log review, battery testing and power on self-test were performed. During the alarm log review and battery testing a low battery alarm was identified. The cause of the alarm was a defective main battery. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified a low battery alarm on a flogard infusion pump. Additional information is not available.